Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c , d and g codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial or lot#: (B)(6) h6: img code(s): g02002 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. If the battery with the zvchg fet enabled remains connected to the battery charger, the battery charger led status indicator will flash red after 8 hours due to a charge time-out. Additionally, analysis of the data file revealed that (B)(6) was in use for the last time on (B)(6) 2021 when the battery was connected to the power port one of the controller with 25% relative state of charge (rsoc). During the period before the event date, the battery was fully charged as it is shown during testing where the rsoc is 92%. Log file analysis revealed a controller power up event on (B)(6) 2020 at 16:31:46. The data point prior to the loss of power revealed that a battery was connected to power port one with 64% rsoc and another battery was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that the first battery was connected to power port one and no power source was connected to power port two. The controller was without power for 10 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported events were confirmed. The most likely root cause of the reported not charging, no power, and not recognized by the controller event can be attributed to an esd event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources, power source two battery replaced with a faulty battery (B)(6)followed by a disconnection of power source one and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6) d9: yes, return date: 01-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion additional products: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-mar-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 04-mar-2021. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 07-mar-2020. Labeled for single use: no. (B)(4). Additional information has been requested regarding the translation of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was neither providing power nor being recognized by the controller, despite confirming the battery was fully charged. The battery was attempted on both power ports on the controller. The patient was unaware that the battery was not being recognized by the controller, and stated they felt dizzy. When the battery was connected to the battery charger, the patient confirmed that the status lamp was yellow and charging, however, at some point it had turned red. It was also noted that the controller exhibited an unexpected power loss. The controller remains in use and the battery will be replaced. No further patient complications have been reported as a result of this event.